Manufacturer narrative:
Lot number - potential complaint lot number 180409c. UDI - potential complaint UDI number - (B)(4). Expiration date - potential date 03/31/2023. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - lpn. Device manufacture date - potential date 04/09/2018. (B)(4). The actual device was not returned for evaluation. Therefore the investigation was based on the photo received and retention samples. Based on the results of our investigation and condition of the sample, the root cause of the complaint possibly occurred during usage. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the sheath was successfully activated without any difficulty and no bending of cannula was encountered during simulation. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as component fit and manual activation is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Moreover, we have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that after giving an injection, they attempted to secure the needle closed on an exam table, however the needle didn't completely bend into the safety cap. The patient was reported not to be affected. The procedure outcome was not affected. There were no other devices or equipment used with the reported device. Additional information received as of march 27, 2019: it was reported that the needle did not bend prior to activation, it happened when activating it on a soft exam table.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the d10 section, to update the h3 section and to provide the completed investigation results. Four unused same lot samples were returned for evaluation. The received unused same lot samples were visually in good condition and passed the sheath activation and deactivation.